Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was trialing with an external neurostimulator (ens) for urge incontinence. It was reported that the patient fell down on their right side at home after the procedure. They said they felt stimulation on both sides before the fall, but only on one side after the fall. The patient also stated they had been constipated since the procedure, but thinks they were starting to see some relief. There were no further complications reported.